Event description:
The user experienced issues with the sample probe and erroneous ise results beginning on (B) (6) 2009. On the evening of (B) (6) 2009 through (B) (6) 2009, the same issue occurred and the user provided data for ten pt samples of which four sodium results were found to be discrepant when compared to repeat testing on the integra 400. From (B) (6) 2009, sample 1 initial result was 127 mmol per l and repeated as 133 mmol per l. On (B) (6) 2009, sample 2 initial result was 134 mmol per l, repeat result was 140 mmol per l. Sample 3 initial result was 129 mmol per l, repeat result was 137 mmol per l. Sample 4 initial result was 132 mmol per l, repeat result was 139 mmol per l. The initial results were reported. The patients were not adversely affected.

Manufacturer narrative:
The field service pre determined there was a defective sipper probe and sipper probe cover that was allowing the sipper probe to become easily misaligned. He replaced the sipper probe nozzle and secured the cover. The also replaced the is bath and ise sipper nozzle cover. To verify the analyzer performance, he ran ise calibrations and qc.